Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-01430 /-01438 /-05444).

Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty on (B)(6) 2009. Subsequently, legal counsel for patient reports patient underwent a revision procedure on (B)(6) 2010 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and range of motion, metal poisoning/elevated metal ion levels, and metallosis. Review of invoice history confirms a total hip arthroplasty procedure occurred on (B)(6) 2009 and a revision procedure on (B)(6) 2010 where the head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2010 revision operative report noted the revision was due to pain and a loose acetabular cup and noted the presence of a thick pseudocapsule, fibrous tissue and a loose acetabular cup. The operative further noted no purulence or metal staining was present. The acetabular cup, taper adapter and modular head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, "number 1 states, "material sensitivity reactions." Number 6, "inadequate range of motion due to improper selection or positioning of components." Number 14, "intraoperative or postoperative bone fracture and/or postoperative pain. And number 15, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-01430 and -01438).

Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty on (B)(6) 2009. Subsequently, legal counsel for patient reports patient underwent a revision procedure on (B)(6) 2010 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and range of motion, metal poisoning/elevated metal ion levels, and metallosis. Review of invoice history confirms a total hip arthroplasty procedure occurred on (B)(6) 2009 and a revision procedure on (B)(6) 2010 where the head was removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.